Event description:
The customer reported to olympus that there was no air and an intermittent black screen on the evis exera iii xenon light source during an unknown therapeutic procedure. There was no error message observed as a result of the failure. The procedure was moved to the next room to use a different wm-dp2 workstation set and later, the light source and evis exera iii video system center were plugged into the wall and started working. The condition of the patient was not impacted by the failure and the problem did not affect the outcome of the procedure. However, the procedure was delayed thirty minutes to troubleshoot. No medical intervention was required as a result of the reported problem. No additional patient harm was reported. The following medwatch reports are related: patient identifiers (B)(6) (wm-dp2 workstation set) and (B)(6)(evis exera iii xenon light source - this report).